Event description:
It was reported that twelve days after intubation during brain surgery, the seventy-four year old patient developed vocal cord paralysis. It was reported that no lubrication was used during the tracheostomy tube insertion. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).